Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a company representative regarding a female patient who was receiving morphine 25mg/ml at an unknown dose for non-malignant pain and failed back surgery syndrome. On (B)(6) 2015, during a pump replacement, they could not aspirate from the catheter. They believed the catheter to be patent when connected to the pump. The patient did not experience any symptoms. It was later reported a catheter access port (cap) kit was used to try and aspirate the catheter. The cause of the problem was not determined but it resolved. A new pump was placed and nothing was done to the catheter. If additional information becomes available, a follow-up report will be submitted.